Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal conductor of the lead became e xtrinsically fractured due to over-rotation, the distal lv (low voltage) electrode of the lead was covered in blood, the helix of the lead became extrinsically distorted due to pulling/stretching/overstress, and visual summary analysis of the lead indicated apparent explant damage. The analyst noted that the lead was received with the helix stretched, and a fracture of the distal conductor within the is-1 connector. This is indicative of the connector pin being turned an excessive number of times during helix retraction. Helix may have been stuck on tissue in-vivo which is why it never retracted when pin was turned and why helix was returnd stretched and still extended.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2013. (B)(4).

Event description:
It was reported that ten days post implant, the patient arrived to the emergency room with chest pain. A small effusion was noted by the right ventricular lead. The threshold was also noted to have increased, the impedance had decreased, and "an interesting looking biphasic rv waveform" was noted. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.